Event description:
It was initially reported that the pt was having an increase in seizures and was being referred for battery revision. The battery was not indicated to be at an end of service condition. The pt's seizures have been well-controlled per the clinic notes received. He started having tonic seizures which he hasn't had since (B)(6) 2007. The last known diagnostics performed on (B)(6) 2010, were within normal limits. A battery life estimation based on the pt's programming history shows that the device is likely approaching an eos condition. Good faith attempts to obtain add'l info have been unsuccessful to date.